Event description:
It was reported that follow-up of the newly implanted pacemaker revealed a high atrial lead impedance measurement (>3000 ohms). It was indicated that the associated atrial lead was implanted "years before" and impedance measurements during the pacemaker replacement procedure were normal. A reintervention was performed, and again impedance measurements of the atrial lead were normal. The physician considered that the lead was incorrectly connected, so it was reconnected and left implanted. The following day, the impedance measurement was again high, so the subject pacemaker and associated atrial lead were replaced.

Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. Analysis is pending.